Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced recurrent hernia, pain, adhesions, incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2013. It was reported that the patient underwent recurrent hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced adhesions and pain. Other procedures were captured under a separate file. No additional information was provided.